Manufacturer narrative:
Additional information received that there was no injury that occurred. Investigation results: root cause: bad water spray pattern: insert tip has something obstructing the water and is not getting insufficient water flow. Also insert was tested on a digital thermometer i.d.#: 6116a due date: 09/30/2023 and is get hot. The temperature was 134.0° f. The specification states are not to exceed 118.4°f. (Per frs-9175). Returned qty.(B)(4) insert, 80395, 22229-00081630, jx, beyond useful life. Test method / gp005-wi02. Inductance: gauge ID#: 5349, due: 11/30/2024, result: 3.09. Meets spec, does not meet spec: n/a. Tip condition: meets spec, does not meet spec: n/a. Stack condition, meets spec, does not meet spec: n/a. Tested on: g136 gage ID#: 9626-2, due date: 03/31/2023, set pressure: 35 psi. Water flow: output rate: 35 psi, meets spec , does not meet spec: n/a. Spray pattern: meets spec , does not meet spec: n/a. Water leak: hp sealing ring, proximal ring, distal ring. Seam leak: n/a. Vibration: meets spec, does not meet spec: n/a. Grip condition: meets spec, does not meet spec: n/a. Other visual observation: insert tip has something obstructing the water and is not getting insufficient water flow. Also insert was tested on a digital thermometer i.d.#: 6116a, due date: 09/30/2023 and is get hot. The temperature was 134.0° f. The specification states are not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed, not confirmed.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-10s insert,pkd has insufficient water flow and heating up during use. The outcome of this event is unknown. Further information requested.